Manufacturer narrative:
Based on the claim against the product by the customer noting the tip-up fenestrated grasper instrument broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of instrument main tube broken to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately .142" x .208" was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse of the device. The complaint regarding the broken main tube was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. Additional observation(s) not reported by the site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling of the device for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument broke at a right angle. When the instrument was straightened to pull through the trocar, shavings of the instrument fell off into the patient. The broken tip of the instrument was hitting the trocar shaft. The customer needed to use a wrench to get the instrument through the trocar and finally removed the instrument from the trocar by hand. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the event took place on (B)(6)2023 during a pulmonary lobectomy procedure. The tip-up fenestrated grasper was noted to have broken as it was removed from the trocar. The pieces of the instrument broke off upon removal of the instrument and fell into the patient. There were two pieces observed to be broken and they were retrieved using a prograsp instrument. All the fragments were retrieved from the patient, and this was confirmed through x-ray and visual inspection. The surgeon believed that the cause of the instrument breakage was poor luck. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any other instruments or other hard material during the surgical procedure. It was confirmed that there was no injury to the patient and that the patient had not returned to the hospital due to any post-surgical complications related to retaining a foreign object. The procedure was completed robotically.

Manufacturer narrative:
Please refer to field action information that has been added.